Event description:
A copy of a journal article was received by shiley which reported stenosis associated with a bjork-shiley mitral valve prosthesis. According to the article, the pt was admitted to the hosp with pulmonary edema. The bjork-shiley mitral valve prosthesis was replaced and the pt survived surgery but expired from a cerebral hemorrhage four days after surgery. The valve was examined at autopsy and the pathology report revealed "all components of the bjork-shiley removed prosthesis were recovered (sic) by a white fibrous tissue with focal calcifications and inflammatory cells. The opening of the prosthetic disc was strongly restricted."